Event description:
It was reported to philips that the system's flexvision monitor was unable to display. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system's flex vision monitor was unable to display. Review of the system log file showed that connection with flex vision pc control was lost. Upon troubleshooting fse found that the screen was blank and flickering display on the flex vision. To resolve the issue, fse replaced flex vision pc with old hdd, performed configuration on the flex vision os, application and firmware. The defective flex vision was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system display issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A display issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code updated correctly.